Event description:
Initial result for a pt glucose was 200 mg/dl. When repeated, the results were 91 and 94 mg/dl. The account stated the pt was not adversely affected. The field service rep found the rinse mechanism was blocked and repaired the instrument by clearing the rinse mechanism.